Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Block g2: medwatch number: mw5148083.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, it was noted that the guidewire tip broke off. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.